Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: the 5mm, 33cm straight needle holder was visually inspected and it was noticed that a piece at the tip of the needle holder is missing. The probable root cause could be improper sterilization/reprocessing, excessive force applied by user, use error - attempting to manipulate, cut, resect improper materials or excessive tissue.

Event description:
It was reported that an additional device was discovered during investigation. Further information confirmed that a piece fell off the device. This was discovered after the medical procedure but it is unknown if the piece fell off into the patient or not. No piece was retrieved. Although there was patient involvement, the procedure was completed successfully.